Manufacturer narrative:
(B)(4).

Event description:
It was reported "fos failure". Additional information states that another catheter was inserted and removed. To continue therapy another catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "transferred to another facility".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc). Upon return, the teflon sheath was noted connected to the hemostasis cuff; dried blood was noted in the sidearm. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The cal key code is "lcs". The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit , indicating a possible broken fiber. The fiber was found broken approximately 26.3cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted on the guidewire upon removal. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "fos failure" is confirmed. During the investigation, the fos fiber was noted broken and therefore, the light path could not be established between the sensor and the pump. During functional testing, no leaks were noted from the returned iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken fiber. The root cause of the broken fiber is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "fos failure". Additional information states that another catheter was inserted and removed. To continue therapy another catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "transferred to another facility."